Manufacturer narrative:
(B)(4).

Event description:
It was reported during a scheduled follow-up the physician noticed high ventricular threshold on the atrial channel. Atrial sensing and atrial impedence trends were in range and stable, the issue was resolved with reprogramming the ICD. The patient was reportedly stable and in good conditions.